Event description:
This report summarizes 8 malfunction events in which the device had a component detach. - 6 events had no patient involvement; no patient impact. - 2 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 8 previously reported events are included in this follow-up record. Product return status: 8 devices were received. Event confirmation status: 8 reported events were confirmed. Evaluation results: 5 devices were found to be affected by a detached locking lever. 1 device was found to be affected by a detached/missing spring. 1 device was found to be affected by a detached/missing trigger pin. 1 device was found to be affected by a detached/missing retaining clip.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 8 events were reported for this quarter. Product return status: 4 devices were received. 4 device investigation types have not yet been determined. Event confirmation status: 4 reported events were confirmed. Evaluation results: 2 devices were found to be affected by a detached locking lever. 1 device was found to be affected by a detached/missing spring. 1 device was found to be affected by a detached/missing trigger pin. 8 devices were labeled for single-use. 8 devices were not reprocessed or reused.

Event description:
This report summarizes <noe> 8 </noe> malfunction events in which the device had a component detach. 6 events had no patient involvement; no patient impact. 2 events had patient involvement; no patient impact.